Event description:
Per the clinic, the patient experienced an infection (date not reported). Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
This report is submitted on october 14, 2022.

Manufacturer narrative:
Per the clinic, the patient was treated with topical antibiotics (specific date and duration not reported). This report is submitted on december 29, 2022.